Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 170 mg/dl. Customer stated that the insulin was "squirting out" during the manual prime process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a compromised force sensor system alarm during prime test due to moisture damage at the force sensor resistor. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and stained end cap sticker.